Event description:
It was reported that, during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d). A connection issue was observed with the lead, and it was difficult to be inserted as it would come backwards. Eventually, the lead was able to be inserted in the device and the system was able to be implanted successfully. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d). A connection issue was observed with the lead, and it was difficult to be inserted as it would come backwards. Eventually, the lead was able to be inserted in the device and the system was able to be implanted successfully. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a lead into the header of this device resulting in the reported connection issue. Please refer to the complaint description for more information regarding the specific circumstances of this event.